Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4) for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed. According to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
A (B)(6) male patient with significant coronary artery disease went into cardiac arrest during a rescue angioplasty procedure. The hospital lab staff deployed the autopulse platform (sn (B)(4). The staff rolled the patient onto the autopulse platform but was incorrectly positioned, and as a result, the autopulse failed to perform compression. Immediately, the staff removed the autopulse and performed manual CPR. The staff noted that lifeband #1 (lot #unknown) got damaged and was removed and replaced. After replacing the damaged lifeband, the autopulse platform was redeployed with lifeband #2 (lot #unknown) placed across the patient's chest at the heart level with direct skin contact. The autopulse powered on and failed to initiate chest compressions with the error message "patient incorrectly aligned." The staff tried to troubleshoot multiple times by resetting the lifeband, checking patient alignment, rebooting the autopulse, and replacing the li-ion battery; however, the issue persisted. The staff performed manual CPR in between the troubleshooting attempts. The customer stated that on a few occasions during the event, the autopulse platform performs one compression and prompts an error message. The staff removed the autopulse from the patient and reverted to manual CPR. Upon removing lifeband #2, the staff observed ripping present across the driveshaft slot and damage to the lifeband. The customer stated that staff performing CPR will have received additional exposure to x-ray compared to a successful deployment of autopulse. The patient subsequently died, and per the customer, it was determined that failure to gain automated CPR was unlikely to change the patient outcome. Following patient departure from the lab, the staff tested the autopulse platform with a manikin, and the autopulse platform operated successfully. The customer stated that the autopulse was successfully used on a different patient.

Manufacturer narrative:
Additional information in b5 (describe event or problem) correction in h4 (device manufacture date) the reported complaint of "the autopulse platform (sn (B)(6)) stopped compressions and displayed "patient incorrectly aligned" was confirmed based on the archive data review but not confirmed during the functional testing. No device malfunction was observed during the testing, and the autopulse platform worked as intended. The probable root cause for the customer-reported complaint was incorrect positioning of the patient on the autopulse platform that caused the lifebands to get twisted and become jammed in the roller/skirt area, likely attributed to user mishandling. Upon visual inspection of the autopulse platform, no physical damage was observed. A review of the archive data showed occurrences of multiple user advisory (ua) 02 (compression tracking error), ua45 (not at "home" position after power-on/restart), ua18 (max take-up revolutions exceeded), and fault 16 (timeout moving to take-up position) error messages recorded on the reported event date; thus, confirming the reported complaint. As the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load and prompt ua02 error. This ua typically occurs if the patient is misaligned on the platform or the lifeband is opened or in the incorrect position during take-up/compression. As reported by the customer, the patient was incorrectly placed on the autopulse platform, and both lifeband were observed ripping present across the driveshaft slot and damage to the lifeband. One side of the lifeband was twisted and jammed in the roller/skirt area. The autopulse platform will be able to pull in the material on that side, but the patient's chest recoil will not be forceful enough to pull it back out. The autopulse platform displayed ua 45 because the lifeband got twisted and jammed in the roller/skirt area, causing the encoder driveshaft not within the normally acceptable range when the device was powered on. Ua 18 occurs when the driveshaft has traveled past the maximum number of revolutions without detecting a patient. This ua is usually experienced if there is no patient on the autopulse or the patient is too small, or this might be considered as false take up. Fault 16 occurs if the lifeband is not securely closed. The error messages were not reproduced during the functional testing. The autopulse platform passed the functional testing without any fault or error. Upon further testing, unrelated to the reported complaint, zoll service personnel observed that the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. The autopulse platform was manufactured in 2014 and is seven years old. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. According to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Event description:
A 48-year-old male patient with significant coronary artery disease went into cardiac arrest during a rescue angioplasty procedure. The hospital lab staff deployed the autopulse platform (sn (B)(6)). The staff rolled the patient onto the autopulse platform but was incorrectly positioned, and as a result, the autopulse failed to perform compression. Immediately, the staff removed the autopulse and performed manual CPR. The staff noted that lifeband #1 (lot #151223) got damaged and was removed and replaced. After replacing the damaged lifeband, the autopulse platform was redeployed with lifeband #2 (lot #151223) placed across the patient's chest at the heart level with direct skin contact. The autopulse powered on and failed to initiate chest compressions with the error message "patient incorrectly aligned." The staff tried to troubleshoot multiple times by resetting the lifeband, checking patient alignment, rebooting the autopulse, and replacing the li-ion battery; however, the issue persisted. The staff performed manual CPR in between the troubleshooting attempts. The customer stated that on a few occasions during the event, the autopulse platform performs one compression and prompts an error message. The staff removed the autopulse from the patient and reverted to manual CPR. Upon removing lifeband #2, the staff observed ripping present across the driveshaft slot and damage to the lifeband. The customer stated that staff performing CPR will have received additional exposure to x-ray compared to a successful deployment of autopulse. The patient subsequently died and per the customer, it was determined that failure to gain automated CPR was unlikely to change the patient outcome. Following patient departure from the lab, the staff tested the autopulse platform with a manikin, and the autopulse platform operated successfully. The customer stated that the autopulse was successfully used on a different patient.